Event description:
It was noted on 2009-(B)(4), that the patient's previously reported symptoms began "about one year after" the pump was initially implanted. Additional information reported that the patient was on dilaudid at a concentration of 10 mg/ml and 2 mg/day. Following the previously reported erosion of the patient's pump, the only troubleshooting that could be performed was to remove the pump. The catheter was not removed as the physician did not want to make another incision that could possibly cause infection in the patient's back. The patient was seen by the physician on 2011-(B)(4), and it was noted that the wound was "slowly healing."

Manufacturer narrative:
Catheter model: 8575 connector, lot # n096704, implanted on: (B)(6) 2007, explanted on: unk; catheter model: 8709 connector, serial # (B)(4), implanted on: (B)(6) 2000, explanted on: unk; programmer model: 8840, serial #: unk.

Event description:
It was initially reported on (B)(6) 2011 that the patient had a 'seroma' with symptoms of swelling over the pump location. It was stated that for the past one year at each refill, there has been significant swelling over the pump despite patient using an abdominal binder; fluid was brown in color. It was also stated that at a recent refill they aspirated 160ml from the pocket. The fluid was cultured for infection and found to be negative. On (B)(6) 2011, it was reported that the patient would be having his pump explanted due to 'skin erosion', no further information was provided. As of the date of this report, it was noted that the hospital may have discarded the pump and no further information was available. Drug delivered via the system was dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
On 2015 (B)(6), additional information was received from a consumer regarding a (B)(6), male patient who was receiving dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. In (B)(6) 2008, the patient also experienced redness and irritation over the pump.